Manufacturer narrative:
H.6. Investigation: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that the bd connecta¿ stopcock leaked chemotherapy medicine during use. The following information was provided by the initial reporter: "chemo was connected to the implantable chamber. The tube was connected to the three-way valve. When leaving the toilet the chemo leaked over the patient as well as over the shoes of nurse."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd connecta¿ stopcock leaked chemotherapy medicine during use. The following information was provided by the initial reporter, "chemo was connected to the implantable chamber. The tube was connected to the three-way valve. When leaving the toilet the chemo leaked over the patient as well as over the shoes of nurse."